Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had low superior vena cava (svc) and rv defibrillation coil impedance measurements. It was additionally reported that the coil alerts had already been turned off and so it was presumed that this had been known previously by the physician. The lead remains in use, with the coil impedance alerts remaining off. No patient complications have been reported as a result of this event.